Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that led to damage tooth roots.

Event description:
The customer reported damage on tooth roots while wearing the aligners, the customer was not able to provide the impacted teeth number. Medical intervention was required and root canals were performed, as a result, aligner treatment was discontinued.